Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr got stuck on the guidewire. Vascular access was obtained via the femoral artery. A 330cm rotawire and wireclip torquer and a 1.50mm rotablator rotalink plus were selected for use in a rotational atherectomy. During the procedure, the burr was difficult to remove and it was noted that the burr was entrapped on the rotawire. Both devices were removed, and the procedure was completed by using another burr. No complications reported and the patient was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device was returned for analysis. The burr catheter was received attached to the advancer unit with the rotawire inside the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the annulus of the burr was damaged/not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. It was also noticed that there was blood in the burr catheter and advancer unit. Blood is an indication that there was not a sufficient flow of saline, allowing the blood to flow up into the device. Functional testing was performed by attempting to remove the rotawire from the rotablator device; however, the wire was not able to be removed as the annulus was damaged to the point that it became stuck. Functional testing was then performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. Then functional testing was performed by connecting the advancer to the rotablator control console system. The advancer was not able to run and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected, and the ultem was found to be melted.

Event description:
It was reported that the burr got stuck on the guidewire. Vascular access was obtained via the femoral artery. A 330cm rotawire and wireclip torquer and a 1.50mm rotablator rotalink plus were selected for use in a rotational atherectomy. During the procedure, the burr was difficult to remove and it was noted that the burr was entrapped on the rotawire. Both devices were removed, and the procedure was completed by using another burr. No complications reported and the patient was stable.